Manufacturer narrative:
When the user removes the tablet from the new docking station during an ongoing session, windows needs some seconds to detect the available ports to display the information of the session. During this short period of time the interface and the display of the real time data may have to refresh, triggering the disappearing of the real time egm during a short period of time. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during the interrogation of a pacemaker, once the bluetooth communication activated, when removing the smarttouch tablet from its basis, the real time egm markers disappear.

Manufacturer narrative:
The investigation is going on.

Event description:
Reportedly, during the interrogation of a pacemaker, once the bluetooth communication activated, when removing the smarttouch tablet from its basis, the real time egm markers disappear.